Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was told the paddle had poor charging availability. The paddle was replaced and the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reported that last week they were supposed to charge the implant on saturday but they didn't so they got up early sunday morning to charge because the stimulation turned itself off and it was at 70%. Caller stated that normally it lasts 4 days before they charge again and when they checked it they were checking out every day because it turned off last week. Caller stated on tuesday it was dead again and turned off again. Caller added that yesterday it said that the battery was dead and they couldn't charge it. Agent asked caller if they had tried charging the implant today and caller confirmed that they charged the implant last night in the middle of the night because they wanted to make sure they could charge it and if they plugged it in to charge it with it off it wouldn't charge so they finally got it turned on enough to stimulate it to charging and they got it charged to 100% and this morning it was already at 90%. Caller confirmed they leave the stimulation on during that 4 days. Caller also mentioned that the implant depletes faster than the usual. Caller also mentioned that they spoke with a medtronic representative via phone call today and asked to us if there is something we can do, if not rep advised to call them back to meet with them. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller also confirmed that the controller is perfectly working fine. Caller added that they have a surgery this friday in the same area but not related to scs.